Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the day after implant, this atrial lead was capturing the ventricle. It was suspected that the lead had dislodged but this had not yet been confirmed via x-ray. The physician elected to schedule a lead revision. No adverse patient effects were reported. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.